Event description:
It was reported that the injector tip split during iol insertion. Incision was not enlarged for device removal. Another lens was implanted successfully and sutures were placed. During a follow up visit the sutures were placed. During a follow up visit the sutures were removed and the patient is doing fine. Please reference MDR#: 1119279-2013-00122 for the intraocular lens used during the event.

Manufacturer narrative:
The delivery device has been returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.